Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose levels were elevated in the 400s mg/dl. The customer administered a bolus using the pump and changed out the site/tubing/cartridge. Bg levels decreased to the 200s the following day.